Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the procedure was performed on (B)(6) 2011. The pt was not injured following the procedure.